Event description:
It was reported that during an implant procedure, the implantable cardiac monitor showed noise on the electrocardiogram (ECG) when the r waves were checked. A second programmer was used to review the ECG, but the noise was still present. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).